Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2023, to perform an observation of the reprocessing techniques. The facility technician performed all manual cleaning steps per the instructions for use. However, the facility used third-party party brushes and utilized the scope buddy plus for aspiration and flushing of the channels. The distal end flushing adapter was done manually but with a 50cc syringe flushing more fluid than recommended. The device was returned to olympus for evaluation after destructive culturing and sampling. The plastic distal end cover glue had a crack. The up direction for angulation failed to meet minimum standard. The right/left control knob movement had play and was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for thirteen (13) colony forming units (cfus) of staphylococcus aureus. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Staphylococcus aureus is a gram-positive coccoid bacterium which is one of the most prolific and common members of human skin micro-flora. Although s. Aureus is a usual colonizer of the dermal layer, it is classified as a high concern organism due to its rapid ability to gain multi-drug resistance and prevalence in clinical settings, allowing it to become pathogenic in the event of internal infection to the immunocompromised. No delays observed during end of ercp procedure and beginning of reprocessing. Based on the sponsor¿s literature research, staphylococcus aureus has so far not been described in literature as being associated to contamination or patient infection related to endoscopic retrograde cholangiopancreatography (ercp). Due to this organism¿s prevalence and low colony forming unit (cfu) count, it could be concluded that the observed contamination is not related to the patient use but may be attributed to the handling during reprocessing and / or sampling. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.